Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that four days post implant this right ventricular (rv) lead exhibited loss of capture (loc) due to high thresholds. The thresholds were increased and the patient remained hospitalized for monitoring. Approximately two weeks later there was evidence of loc and outputs were again increased. The patient was scheduled for a lead revision procedure due to dislodgement. Attempts to reposition the lead were complicated by helix issues. The lead was explanted and replaced with a passive fixation lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of helix issues. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.